Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The logs on the backend of merlin.net confirm that readings have been sent since the event date, thus confirming resolution of the issue by device replacement. Multiple attempts were made but additional information on device return could not be obtained.

Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.